Manufacturer narrative:
The calibration data shows that the reagent lot number was 920240. The expiration date was not provided. It was noted that a film was over the reagent. The reagent pack was replaced. The field service representative performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results for 3 patient samples on a cobas c 503 analytical unit. Patient 1: the initial result was 6.0 mg/dl, and the repeated result was 8.6 mg/dl. Patient 2: the initial result was 6.5 mg/dl, and the repeated result was 9.0 mg/dl. Patient 3: the initial result was 4.9 mg/dl, and the repeated result was 8.5 mg/dl. The repeated results were obtained on another module. The samples were repeated because the physician questioned the initial results.